Manufacturer narrative:
Qn#: (B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of unintentionally knocking the power switch and causing the pump to shut down is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. No serial number was reported, therefore, a device history record (DHR) review was unable to be completed. The serial number was unable to be retrieved. If the serial number is available at a later date, the complaint will be updated accordingly. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported via mhra user report that the intra-aortic balloon pump (iabp)has switched off after it was knocked on to the bed frame. The incident was discussed with nic. The inadvertent turning off of the iabp was immediately picked up and turned back on. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported via (B)(6) user report that the intra-aortic balloon pump (iabp) has switched off after it was knocked on to the bed frame. The incident was discussed with nic. The inadvertent turning off of the iabp was immediately picked up and turned back on. There was no report of patient complications, serious injury or death.